Event description:
It was reported that the patient had an infection at the ipg site. Symptoms were fever and chills. The physician prescribed an antibiotic, but symptoms persisted. The physician believed that the infection was due to surgery, and it was unknown if it was device related. The patient underwent a full explant procedure, and the explanted devices will not be returned as they were kept by the medical facility.

Manufacturer narrative:
Exact date: unknown, event occurred over the weekend from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500, model: sc-7080806. Serial: (B)(4), batch: 7080806.